Event description:
The facility representative reported that the battery was depleted and that it wouldn't hold a charge. Information was not provided regarding whether or not the failure occurred during a patient infusion. No add'l info is available.